Event description:
It was reported that the patient assistant (pa) was not working properly. The pa would beep and flash the green light when the query button was pressed over the patient¿s device. The patient was in atrial fibrillation (af), however, the activator was not detecting the af. Multiple sequences of anti-tachycardia pacing (atp) were delivered, but no therapies were delivered. Technical support (ts) suggested to end episode by decreasing sensitivity to force undersensing and watch for episode to end and then interrogate the device. Pa was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient assistant (pa) was not working properly. The pa would beep and flash the green light when the query button was pressed over the patient¿s device. The patient was in atrial fibrillation (af), however the pa was unable to communicate by querying the implanted device. Multiple sequences of anti-tachycardia pacing (atp) were delivered, but no therapies were delivered. Technical support (ts) suggested to end episode by decreasing sensitivity to force undersensing and watch for episode to end and then interrogate the device. Pa was replaced. No patient complications have been reported as a result of this event.